Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2024. The patient's blood glucose levels reached 16 mmol/l (288 mg/dl) with ketones of 1.5. The pod was worn between 5 and 24 hours on the leg. Symptom reported include vomiting and hyperglycemia. During their stay at the hospital, the patient was treated with rapid and long acting insulin, as well as potassium chloride, sodium chloride and glucose. The patient was released from the hospital on (B)(6) 2024.